Event description:
It was reported to nova biomedical that a consumer alleges that his blood glucose readings are different from what is being transferred to his insulin pump and his health care provider feels he is not getting the correct amount of insulin needed. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.